Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient tortuosity was confirmed when the cannula was removed and then cannula infusion placement might be the cause when the patient was on hyperglycemia and the insulin was effective as the patient was recovering soon which occurred on (B)(6)2025. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.